Manufacturer narrative:
After evaluation of the instrument, the cse observed that the turning disk was not moving due to a worn polycord and a dirty turning disk. The cse cleaned the turning disk, after which the system was operational. The cause of the technician sustaining an injury while trying to manually pull the pulley of the drive belt is a human factors issue. Such troubleshooting is only to be performed by a siemens cse. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) due to an aptio automation system error of track not moving. Ccc dispatched a siemens customer service engineer (cse). After arriving on site, the cse was informed that a technician's finger was cut while trying to manually pull the pulley of the drive belt at the track head. The technician sustained a cut to her fingertip and bleeding and was inspected by the hospital doctor. There were no injuries other than the cut and broken skin. The technician was prescribed antibiotics. Per the laboratory's standard operating procedures, antibiotics are prescribed for any incident involving a cut, minor or major.